Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s screen was darker which was difficult to see. Customer¿s blood glucose at time of incident was unknown. Customer stated that insulin pump had motor errors, not responsive esc and act buttons as well as has to press harder to work. Customer stated that insulin pump has to rewind more than once to complete rewind and insulin pump was making grinding noise. Customer mentioned that insulin pump was functioning. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected rewind anomalies noted. No unexpected missing segments or partial display anomalies noted. (B)(4).